Event description:
Procedure: urological. According to the reporter: the anterior product was packaged in a box labeled as posterior product. Catalog number was printed correctly as 486010. All packaging materials inside box were correctly labeled as anterior product. The dr did not notice that the product was an anterior mesh and implanted the anterior mesh in the posterior region for posterior repair. The dr had already placed the anterior mesh when she realized it was not the posterior mesh. The dr modified the anterior mesh while the mesh was in the pt to fit the posterior repair. As of 2008, there was no impact to the pt. The pt had an anterior and a posterior repair during the same procedure.